Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reported 1 false negative sars result for sofia flu+sars test for 1 symptomatic patient. Symptoms reported include cough, fever, chills, headache and body aches. Patient noted to have onset of symptoms less than 24 hours before tested. Confirmation testing reported to be done with pcr, resulting positive.